Manufacturer narrative:
The reported event of undersensing was not confirmed. Final analysis found that the device was received with normal output and normal telemetry communication. Visual inspection was performed to assess the header and its connectors, which determined to be normal. Electrical and mechanical tests performed including lead impedance, sense threshold, and outputs verification did not identify any functional issues. Longevity assessment found the device was operating at normal voltage range, with appropriate remaining longevity. Further information was requested but not received.

Event description:
New information was received notes that the pacemaker was explanted and replaced. The patient condition was unknown.

Event description:
It was reported that the patient presented via a remote transmission. Upon review, the pacemaker exhibited undersensing. No intervention was performed. The patient's condition was unknown.

Manufacturer narrative:
Further information was requested but not received.